Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. There were several cs 177/cs 240 low battery alerts due a discharged battery being used in the pump. It was observed that the threads on the returned battery cap were stripped and the cap was unable to fit to the pump. A test battery cap was used to complete the investigation. There was moisture corrosion observed in the battery canister. The pump¿s ¿ez-prime¿ steps were performed correctly. All the current readings were within specification; the investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board (pcb) or to the cgm module. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak.